Event description:
During implantation of balt coil during embolization, the balt coil got stuck half in/half out of the swift ninja catheter. Dr (B)(6) removed the catheter out of the body to retrieve the coil. Entire coil was removed and no coil was left inside the body. Balt 1.5 mm x 8 cm coil. (B)(4).